Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 36.0 cm from the proximal end, and the pull wire was retracted out of the distal fractured segment. Bends were present along the length of the pusher assembly. The embolization coil was detached from the pusher assembly and was not returned for evaluation. Conclusions: evaluation of the returned ruby coil revealed a fractured pusher assembly. If the device is forcefully advanced against resistance or is otherwise mishandled at extreme angels during use, damaged such as kink and subsequent fracture may occur. Further evaluation of the device revealed that the pull wire was retracted out of the distal fractured segment and the embolization coil was detached from the pusher assembly and was not returned for evaluation. These damages were likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Correction: please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2020-01229.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) ruby coils and lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through lantern, the pusher assembly of the ruby coil was inadvertently kinked. Therefore, the ruby coil was removed. The procedure was completed using additional ruby coils, a pod packing coil and the same lantern. There was no report of an adverse effect to the patient.